Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged when a mitral clip was put in during the surgical procedure. Additional information indicated that fluoroscopy confirmed the lead dislodgement. In addition, the lead stopped capturing the day of the valve procedure. This lv lead was surgically abandoned. No additional adverse patient effects were reported.